Manufacturer narrative:
Image review: four pre-case plan images and eighteen fluoroscopic cine loops of the pre-implant balloon dilatation (pid) and implant procedure were provided for review of the event. The patient summary was not provided for anatomical review. The starting position for initial deployment appears to have been selected low and the projection plane is left anterior oblique (lao). The subsequent deployment to approximately 80% shows a perceived valve depth of 8-10 millimeter (mm) on the non-coronary cusp (ncc) and at least 10 mm on the left coronary cusp (lcc) side with slight parallax. Lao projection doesn¿t allow for an accurate depth assessment on the ncc. The recommended evolut¿ pro+ implant depth is 3 mm on both sides. If less than 1 mm or more than 5 mm, resheathing and restart is recommended. With unchanged implant depth on ncc side and a perivalvular leakage (pvl) visible on the lcc side, the valve is being fully deployed. A post-implant balloon aortic valvuloplasty (bav) to mitigate the pvl with the 25 mm balloon does not prove effective and the pvl persists. To deal with the persisting pvl, a second post-bav with a 28 mm balloon is done. The maximum recommended "balloon" size for an evolut¿ 29 mm frame with annulus 25.7 mm is 25 mm for semi-compliant balloons and 24 mm for non-compliant balloons. The imaging shows an evolut¿ embolized into the ventricle which causes torrential aortic insufficiency filling of the complete ven tricle with contrast agent. At this point, the patient is reported to become severely hypotensive which is why the implant team decides to implant an edwards sapien¿ in the evolut¿. In imaging, despite the implant of a new valve, the pvl still persists. After a fi nal post-implant bav with a balloon of unknown size, the pvl seems to have been reduced to an acceptable rate. No discernable calcium can be seen in the pre-case planning annulus measurement. Pvl can be caused by a variety of factors that include but are not limited to excessive calcification of leaflets, annulus or left ventricular outflow tract (lvot), frame infolding, or valve undersizing. As visible in the pre-case planning annulus measurement, severe calcification is unlikely to have contributed to the persisting pvl. Also, a frame infolding cannot be identified in any of the recorded image material, nor was severe crown-overlap present during the fluoroscopic valve check. The valve¿s implant depth of at least 8-10 mm on the ncc side and at least 10 mm on the lcc side appear to be most likely the reason why even after several post-implant bav attempts, a pvl persisted. At this implant depth on both sides combined ¿ ncc and lcc, the radial strength to keep an effective seal around the annulus would have been markedly reduced. At an even 3 mm, the recommended implant depth, the evolut¿ exhibits its optimum radial strength for sealing and anchoring. During the deflation of the 28 mm balloon, the evolut¿ still sits where it had previously been deployed. The next image already shows the embolized valve. However, a not properly anchored valve due to the lack of calcium in the annulus and its deep implant could have been contributing factors to the embolization after the second post-implant bav. As no imagery is shown of the actual embolization, the root cause for that cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic (edwards) balloon. The annulus perimeter derived was 25.7 mm with the perimeter measured at 80.8 mm. Following the release of the valve, aortic regurgitation (ar) was noted. A post dilation was performed using a 25 mm non-medtronic (edwards) balloon. The ar remained. A second post dilation was performed using a 28 mm non-medtronic (vacs ii) balloon. While deflating the balloon, the valve was in place. A fluoroscopic evaluation was performed, which noted the valve had embolized into the left ventricle and severe ar was present. The patient's blood pressure was 63/30 mmhg. A non-medtronic (edwards sapien) valve was implanted, resolving the ar completely. The patient recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID: d-evprop23-29; product type: 0195-heart valves; product ID: l-evprop23-29; product type: 0195-heart valves; product ID: amplatz superstiff guidewire; product ID: 23 mm edwards life science balloon; product ID: 25 mm edwards life science balloon; product ID: 28 mm vacs ii balloon; product ID: edwards life science sapien 3 transcatheter valve; implant date: (B)(6) 2023; product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant, moderate aortic regurgitation was observed. Following the valve implant, during the post implant dilation, the patient was paced at 200 beats per minute (bpm). No additional adverse patient effects were reported.